Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous mid right coronary artery. A 3.0x20mm promus element stent was advanced but met resistance when being inserted into a non-bsc micro catheter and was then removed from the patient. Upon examination, it was noted that the mid portion of the stent strut had lifted up. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous mid right coronary artery. A 3.0x20mm promus element stent was advanced but met resistance when being inserted into a non-bsc micro catheter and was then removed from the patient. Upon examination, it was noted that the mid portion of the stent strut had lifted up. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:a visual and microscopic examination identified stent damage. The struts on the seventh row from the proximal end of the stent were raised and some were bent back proximally. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 290mm distal from the catheter's strain relief. The lumen was kinked 198mm proximal to the tip of the device. Several smaller kinks were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).